Event description:
This is filed to report a single leaflet device attachment, recurrent mitral regurgitation and intervention. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 with prolapsed a2/p2. Two clips were implanted, reducing mr to grade 1. During follow-up on (B)(6) 2023, a single leaflet device attachment (slda) was observed. The clip had detached from the posterior leaflet and the mr increased to grade 4. In the physician¿s opinion, the slda was due to the pre-existing patient anatomy. On (B)(6) 2023, additional mitraclip procedure was performed to stabilize the slda clip. One clip was implanted between the first and slda clips (a2/p2), reducing mr from grade 4 to grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to challenging patient anatomy. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.